Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported by a patient that, approximately two weeks following a rezum water therapy procedure, the patient developed a urinary infection. He stated that, almost three months post-procedure, he is still taking antibiotics and waking up at every hour at night to urinate. There were no further patient complications.

Event description:
It was reported by a patient that, approximately two weeks following a rezum water therapy procedure, the patient developed a urinary infection. He stated that, almost three months post-procedure, he is still taking antibiotics and waking up at every hour at night to urinate. There were no further patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.